Event description:
Customer's family member called to report customer was in diabetic ketoacidosis, but was not hospitalized. The high blood glucose's were self-treated with a manual injection. It was noted that the cannula was bent in the past. It was also stated that the lead screw did not appear to be turning nor did the insulin appear to be exiting. Troubleshooting was performed. The troubleshooting resulted in a pump preventing insulin from exiting.